Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the fusion oxygenator, there was a higher than normal pressure observed with the device. The expected pressure is typically around 180-280 mmhg but this case it went as high as 450. Mmhg. No actions were taken, pressure slowly came back to normal over the course of an hour. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pump configuration was a roller pump. The pressure increased suddenly. It increased approximately 15 minutes into the case. Only heparin was added to their plasmalyte prime. The pressure was monitored pre-oxygenator with a dome isolator. Heparin dosing was monitored with act plus to achieve optimal therapeutic response with 400u/kg initial dosing with 5000u in the prime. Target act was less than 480 seconds for cpb (cardiopulmonary bypass) initiation. Initial act was 570s just before cpb, then 762s, 883s, 539s and 544s. The customer monitor post-oxygenator temperatures. The temperature was 34.6 with initiation. The patient was then warmed to 36.7. D4. Serial #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d.4 expiration date correction h.4 device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.